Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log found multiple errors, but the reported problem, measured low psi on test, was not verified by functional testing. The most probable cause is an intermittent downstream occlusion (dso) sensor. A preventative measure replacement of the dso sensor resolved the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a measured low psi on test. This issue is not related to physical damage/abuse. No delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.